Manufacturer narrative:
Insulin pump received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segment due to blank or flashing white light on the display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a display anomaly. The customer¿s blood glucose level was unknown. The customer stated that the pump was dropped fell on the tile display turned into white. The customer was advised to disconnect from pump and use back up plan sending replacement pump. The insulin pump will be returned for analysis.